Event description:
Additional information received from the user facility indicates that the patient has experienced excellent results following an intraocular lens exchange using a different diopter lens.